Event description:
The device was used during a procedure on the colon. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.